Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and the implant procedure. Non-invasive programmed stimulation (nips) was done successfully and threshold was stabilized in the morning. Additional information indicates that nothing else was done. This lead remains in service. No additional adverse patient effects were reported.